Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 444 mg/dl. The customer states that last night she was 185 mg/dl and did not want to put more insulin in; overnight something just stopped working. The customer is blind and not sure if hitting the wrong buttons, a new reservoir in and seem to be doing okay. Customer's current blood glucose: 365 mg/dl. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer declined to check the device settings. The customer is unable to perform the high-pressure test. The customer was advised to speak with her health care professional or trainer to verify insulin pump settings are correct.